Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer's reported application complaint was investigated and determined that there were no issues with the application that would have led to the complaint. The user reported missing high/low glucose alarms. The reported issue was investigated and attempted to replicate using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with product nonconformance. There was no indication that the sensor or app is deficient or a deficiency in the system resulted in the trend. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. The reported product is not expected to be returned. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with the freestyle libre 2 app with a iphone 7 with an unknown ios operating system version, app version unknown. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness. There were no reports of the customer requiring any treatment caused by the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the the customer did not respond to requests by adc for device return. In the absence of a returned product, an investigation has been performed. Refer to cause investigation and conclusion. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. A valid lot or serial number was not provided. The available tripped trend reports were reviewed for libre sensor and reported complaint for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking and trending review meeting and investigated. The investigation concluded that the tripped trend was not correlated with any identified product related issue. The reported product is not expected to be returned. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with the freestyle libre 2 app with a iphone 7 with an unknown ios operating system version, app version unknown. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness. There were no reports of the customer requiring any treatment caused by the event. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with the freestyle libre 2 app with a iphone 7 with an unknown ios operating system version, app version unknown. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness. There were no reports of the customer requiring any treatment caused by the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported missing high or low glucose alarm. Attempted to replicate the customer's complaint using similar configurations iphone 7, ios 15.2, 2.7.3.3641 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with the freestyle libre 2 app with a iphone 7 with an unknown ios operating system version. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness. There were no reports of the customer requiring any treatment caused by the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.